Manufacturer narrative:
(B)(4). Batch # unk. The lot history records were reviewed and the manufacturing criteria were met prior to the release of the lot.

Event description:
It was reported that during a laparoscopic cholecystectomy, the clip was not formed properly at the 7th firing on cystic artery. It was found that the unformed clip came off the device. Another device was used to complete the case. There were no adverse consequences to the patient.

Manufacturer narrative:
(B)(4). Upon review of the information provided, it was concluded that this event does not meet the FDA defined criteria for a reportable event, and is being considered not reportable. Additional information requested and the following was received: response from the affiliate: just for clarification, was an unformed clip fired from the device? Yes. It was ejected from the device at the firing. Or did the device drop or eject an unformed clip from the jaws without it being fired?

Manufacturer narrative:
(B)(4). Batch # n9348j. The er320 device was returned for analysis and upon inspection the jaws were found to be in a yielded condition. In addition, the tyvek was returned for analysis. In an attempt to replicate the reported incident, the device was functionally evaluated. Upon firing of the device, the remaining 7 clips were ejected due to the condition of the jaws; finally, the instrument locked out as intended. In order to evaluate the condition of the internal components of the device, it was disassembled. Upon disassembling, no anomalies were found. Possible causes for the found condition of the yielded jaws may be if the device is closed over an existing hard object or clip placing stress on the jaws causing them to distort or yield and not return to their original dimensions/position or excessive application of torque to the jaws when positioning the device on a vessel. It is known from the history of the device that the condition of the jaws may lead dropping/ejected clips. It should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure the device meets the required specifications prior to shipment. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.